Event description:
Per the clinic, the patient experienced recurrent skin overgrowth on the abutment. Subsequently, the device was explanted (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device is not available for analysis.